Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was duplicated and attributed to the battery connector. The battery connector was replaced to resolve the report. The device was recertified and returned to service. Analysis for the reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.